Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported and it could not be obtained. The subject device remains implanted; therefore, physical as well as a functional evaluation could not be performed. However, headache is a known risk associated with endovascular procedures and is noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during the stent assisted coil embolization of the un-ruptured aneurysm, the patient experienced headache which resolved without residual effect the next day. Post procedure the patient was assessed having a mrs of 0 and the aneurysm occlusion status was assessed as 2 - residual neck/dog ear defined as the persistence of any portion of the original defect of the arterial wall. The study facility assessed the headache as being possibly related to the stent and procedure; however, unknown to the implanted coils (subject device) and microcatheters. During patient follow up visits at 2 and 6 months post the index procedure, the patient was assessed having a mrs of 0. No further information is available.

Manufacturer narrative:
This is 5 of 12 emdr filed for this event (10 coils and 2 microcatheters). The subject coil remains implanted.

Event description:
It was reported that during the stent assisted coil embolization of the un-ruptured aneurysm, the patient experienced headache which resolved without residual effect the next day. Post procedure, the patient was assessed having a mrs of 0 and the aneurysm occlusion status was assessed as 2 - residual neck/dog ear defined as the persistence of any portion of the original defect of the arterial wall. The study facility assessed the headache as being possibly related to the stent and procedure; however, unknown to the implanted coils (subject device) and microcatheters. During patient follow up visits at 2 and 6 months post the index procedure, the patient was assessed having a mrs of 0. No further information is available.